Manufacturer narrative:
The fill patient identifier is (B)(6). There are two patients involved in this event. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. No reagent lot number was provided. No expiration date, no UDI, no device manufacture date could be provided. Date of 01jan2000 was added as no manufacture date was available. The access il-6 reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. No other patient results were called into question. A beckman coulter laboratory solution specialist (lss) was dispatched on customer's site on (B)(6) 2022. The lss retested the two patient samples on other instrument (dxi 800 immunoassay analyzer) with similar ovr results. The lss performed dilution (1/5, 1/10) on patient samples and the results were still elevated. The lss retested one of the sample patient which was not run before on hitachi platform for biochemical testing. The il-6 result obtained was lower and as expected. The lss tested the sample four times with similar results and the dilution results were also as expected. Even if a contamination by other biochemical items on hitachi platform is suspected by lss, there is insufficient evidence provided to reasonably suggest that this is the primary failure mode for this event. The lss also suggested to increase the centrifugation time from 5 min to 10min, and to run samples separately for il-6 testing and other items. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2022 the customer reported false elevated il-6 (access il-6 assay, part number a16369, lot number not provided) patient results were generated on the customer's access 2 immunoassay analyzer (part number 81600n and serial number (B)(4)) for two patients. The customer reported that access il-6 results were false elevated (over the range (ovr), data not provided) for two patients and were not consistent with the patient clinical files. No affect to patients or end-users has been reported in connection with this event. The customer did not indicate whether the results were reported out of the laboratory. No hardware errors or issues with other assays were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were not provided for review. Both questioned samples were tested on hitachi platform before access platform. They were firstly run for some biochemical testing and sent to access 2 for il-6 testing. A beckman coulter laboratory solution specialist (lss) was dispatched on customer's site on (B)(6) 2022. There were no issues with sample integrity reported by the customer. The samples were centrifuged for 5min. Sample collection, handling and processing information such as sample type, sample volume collected, storage and other sample related information was not provided by the customer.